Manufacturer narrative:
The actual sample was not available for investigation however photos and a video were provided for evaluation. The visual inspection of the provided photos shows the product in photo one after treatment and with the product label. Photo two shows the product during treatment with water drops on the header cap and on the dialysate connector. The visual inspection of the provided video shows the product during treatment. Dripping water on the header cap and also a water drop on the dialysate connector are visible. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a fluid leak was observed from the lower filter header of a polyflux 14l during hemodialysis therapy. There was no patient involvement. No additional information is available.